Event description:
A caller reported a malfunction on the pump, specifically identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously attempted to reset the pump within the last 24 hours. Technical support assisted by providing pump reset information and guided the caller through the reset process, after which the malfunction code did not recur. The customer was advised to keep using the pump and to contact technical support if the malfunction code appeared again, which the caller understood.